Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the device stopped cutting. A second device was used to complete the case with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device stalled the motor drive unit during the evaluation and the blade would not rotate.